Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, during an endovascular varicose vein laser ablation procedure, the check-flo hubs separated from three performer introducers. The hubs separated from two of the introducers as they were flushed prior to use, as the dilators were advanced into the sheaths. These devices did not make patient contact. Ipsilateral access was obtained into the great saphenous vein via a small four-to-five-millimeter incision, approximately five-centimeters below the patella, and a third performer introducer was advanced over the standard j-wire included with the device. The access site was not scarred, and the anatomy was not stenosed, tortuous, or calcified. Resistance was not encountered upon insertion or removal of the device, or upon insertion or removal of any ancillary device through the introducer. Upon conclusion of the procedure, just prior to removing the introducer from the patient, the hub separated from the device. The dilator was not in the lumen of the introducer at the time of hub separation; however, another manufacturer¿s laser fiber was in the lumen. The hub was not used to pull the device from the patient. The surgeon removed the sheath manually from the small incision at the access site. The patient did not require any treatment for blood loss. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Upon return and initial evaluation of the three devices, the white caps were separated from the hubs. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection of three complaint devices was also conducted. One used and two prior to use devices were returned to cook for investigation. The white caps on the sheath that connects to the hub had separated on all the three devices. A document-based investigation evaluation was performed. A review of the DHR for the final complaint lot found no relevant non-conformances. The complaint history search for this lot found no additional complaints. The sheath component lots associated with the complaint lot records one relevant non-conformance on three devices, however, all non-conforming product was scrapped, and the lot was inspected 100%. These component lots were used in four other final lots and a review of complaint history search for these lots found no additional complaints. Cook investigated all lots manufactured and checked by the same personnel within the same time as the complaint lot and found no relevant non-conformances. A database search for all final lots from the same timeframe revealed no relevant additional complaints have been reported from the field. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU and investigation of the returned devices suggest that there is evidence the devices were manufactured out of specification. Although one relevant non-conformance was noted on a sheath component lot, all non-conforming product was scrapped, there are 100% inspections in place to capture this non-conformance, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot-related complaints have been received from the field. Therefore, it was concluded that there is no evidence that additional non-conforming product exists in house or in the field. Cook has concluded that this is an isolated incident and no additional escalation is needed at this time. Based on the information provided and the results of the investigation, cook has concluded that the failure was due to quality control deficiency. The responsible personnel have been notified. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
As reported, during an endovascular varicose vein laser ablation procedure, the check-flo hubs separated from three performer introducers. The hubs separated from two of the introducers as they were flushed prior to use, as the dilators were advanced into the sheaths. These devices did not make patient contact. Ipsilateral access was obtained into the great saphenous vein via a small four-to-five-millimeter incision, approximately five-centimeters below the patella, and a third performer introducer was advanced over the standard j-wire included with the device. The access site was not scarred, and the anatomy was not stenosed, tortuous, or calcified. Resistance was not encountered upon insertion or removal of the device, or upon insertion or removal of any ancillary device through the introducer. Upon conclusion of the procedure, just prior to removing the introducer from the patient, the hub separated from the device. The dilator was not in the lumen of the introducer at the time of hub separation; however, another manufacturer¿s laser fiber was in the lumen. The hub was not used to pull the device from the patient. The surgeon removed the sheath manually from the small incision at the access site. The patient did not require any treatment for blood loss. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Upon return and initial evaluation of the three devices, the white caps were separated from the hubs.

Manufacturer narrative:
D10 - concomitant products: fibre model rtb-550 laser peripherals surgical 550u re-usable fibre. E1 - name and address: phone: (B)(6). G4 ¿ PMA/510(k) #: k171999. H3: device evaluated by mfg = other (81) - device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.